Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - central regurgitation", "post-implantation - increased gradients" were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 year and 9 months post implantation of the 23mm s3u bioprosthetic valve in the aortic position, there was mean aortic increased gradient of 44mmhg and a vmax of 4.29m/s. The same tee also demonstrated two mild-moderate regurgitant jets on either side of the left tavr cusp, but there was no discernable perivalvular leak." "Post-implantation - central regurgitation" per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Per medical record, patient had history of diabetes and hyperlipidemia. Diabetes and hyperlipidemia are known risk factors for leaflet calcification and thickening, which can lead to improper coaptation of valve leaflets, leading to central regurgitation. In addition, valve appeared under expanded per imaging evaluation, which could also prevent the valve leaflets coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia, diabetes) and/or procedural factors (under expanded valve) may have contributed to the reported event. "Post-implantation - increased gradients" it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Since there was potential of leaflet calcification/thickening and valve was also under expanded, it could reduce eoa (effective orifice area) of valve, which could obstruct the blood flow across the valve resulting in increased gradient. As such, available information suggests that patient factors (hyperlipidemia, diabetes) and/or procedural factors (under expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As per medical records review, it was confirmed that approximately 1 year and 9 months post implantation of the 23mm s3u bioprosthetic valve in the aortic position, there was mean aortic increased gradient of 44mmhg and a vmax of 4.29m/s. The same tee also demonstrated two mild-moderate regurgitant jets on either side of the left tavr cusp, but there was no discernable perivalvular leak. The plan has yet to be confirmed but the patient is being worked up for either a surgical aortic valve replacement or to do another transcatheter viv with a non-edwards valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of new information via medical records. Sections b4, b5, b7, g3, g6, h2, h6: device code has been updated. Investigation is still ongoing.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported from field clinical specialist, approximately 1 year and 8 months post tavr with a 23mm sapien 3 ultra valve, a patient is presenting with a high gradient and is symptomatic. The patient is being worked up for a possible valve in valve.